Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 400 (mg/dl). Customer delivered a bolus to address bg levels. During troubleshooting with tandem technical support, an air gap was noted. Customer was guided through filling the tubing to push air out of line. Recommendation was made to monitor bg levels and change infusion site if necessary.